Event description:
It was reported that  the implantable cardiac monitor (icm) experienced undersensing of qrs. It was further reported that the icm ex perienced undersensing and oversensing leading to false heartrate information during recording of atrial fibrillation (af) and tachycardia events. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.